Manufacturer narrative:
Device evaluation summary - on limited transthoracic echocardiographic assessment, there is mild-to-moderate mr in a central (valvular) jet associated with a pericardial bioprosthesis. Although valve leaflet excursion appears normal, the leaflets appear thicker and more rigid than normal. Additional manufacturer narrative - the reported central regurgitation was confirmed through echo evaluation although the cause for regurgitation could not be conclusively determined. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 27mm mitral bioprosthetic valve now exhibits level ii regurgitation approximately three (3) weeks after implant. The patient status was reported as ¿under treatment¿ in a general ward at the hospital. The device will not be returned for evaluation as it remains implanted.